Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did not receive therapy from their device for a vt rhythm. Device scored the rhythm as svt. Programming changes were made. Patient was stable before, during and after the event.